Manufacturer narrative:
Additional information: d9, h3, h6, h10 the device was received in normal working conditions with battery voltage above eri. Analysis performed, including sensing test at field and high sensitivity settings indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the insertable cardiac monitor (icm) was noted with multiple episodes of undersensing. The undersensing episodes were stored as pauses. The device also stored an appropriate episode of a long pause indicating complete heart block. Further investigation noted at implant of the icm, there was noise on the electrogram. The icm was reprogrammed to not sense the noise. The physician elected to replace the icm after seeing the appropriate long pause episode stored. The icm was explanted and replaced on (B)(6) 2020 without complication. The patient was stable.